Event description:
It was reported that the patient for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high capture threshold and high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of inadequate capture threshold and high pacing lead impedance were not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.